Manufacturer narrative:
Device eval by manufacturer: this ranger sl drug-coated balloon catheter was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 10mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the allegation from the field.

Event description:
It was reported that the balloon had a hole. A ranger sl drug-coated balloon 4.00mm x 150mm, 150cm was selected for use to treat stenosis of the right superficial femoral artery. The physician inserted the catheter, and upon the initial inflation the contrast leaked out prior to reaching nominal pressure due to a hole. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the balloon had a hole. A ranger sl drug-coated balloon 4.00mm x 150mm, 150cm was selected for use to treat stenosis of the right superficial femoral artery. The physician inserted the catheter, and upon the initial inflation the contrast leaked out prior to reaching nominal pressure due to a hole. No patient complications were reported.